Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 319 error was found indicating node 191 is not present at startup fault on the usm 0x3 axis, while error 307 was found indicating node not present: axes controller spar (acs) in armnet3 confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the parallelogram fiber was further inspected, and no faults could be identified. The complaint regarding errors was confirmed by failure analysis. While a definitive root cause cannot be established, the probable root cause is attributed to the parallelogram fiber assembly in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) and the hirose fiber cable to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is yet to be complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced multiple universal surgical manipulator errors, including errors 307 and 319 on the patient side cart (psc). The technical service engineer (tse) learned that the issue had been resolved at the site by rebooting the system twice. The tse confirmed from the logs that the sequence of faults began with an error 307 indicating a condition related to a node not being present on the universal surgical manipulator (usm) 3. It was then followed by error 319 events indicating the same condition on usm2 and usm3. The procedure was completing as planned with no reported injury.